Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's sensor reading was lower than her blood glucose. Customer's current blood glucose was 184 mg/dl and sensor glucose was 118 mg/dl. Difference between readings was not within an acceptable range. Customer has had previous bent sensors. Customer stated that she has scar tissue. Customer stated that she ended up in the emergency room with a blood glucose of 25 mg/dl and a sensor glucose reading of 75 mg/dl. Within a few minutes of receiving a predicted low, the customer took a ton of glucose and passed out within 5 minutes. Customer was advised that the sensors will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-20837.

Manufacturer narrative:
Reliability analysis inspected eight opened/used sensors and performed bicarbonate buffer testing. Three of eight sensors failed per specification due to low readings. The five remaining sensors passed with accurate readings.